Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4). It was reported patient underwent a right total hip arthroplasty on (B)(6) 2008. During post operative monitoring and testing, a malpositioned acetabular cup was noted. These findings were found due to follow up testing, there were no symptoms reported by the patient.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay product identification, which was unknown at the time of the initial medwatch.